Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had been as low as 15 mg/dl within the past three weeks. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.